Event description:
It was reported the patient had no stimulation sensation. The patient had lost stimulation the day prior. The patient had charged the device the day prior, but before that hadn't charged in "roughly 3 or 4 weeks." The patient was not able to use the patient programmer to communicate with the implantable neurostimulator (ins), indicating the ins battery may be "dead." The recharger had a power-on-reset (por) condition. The recharger was able to communicate with the device, and it was stated that the patient realized he had not charged the day prior. The next day it was reported the patient had charged the device for 8 hours, overnight, while getting all 8 coupling bars shaded. The patient was not able to adjust stimulation. The por condition was cleared, which resolved the issue. Additional information received approximately two weeks later reported the patient had received assistance and his concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4). This report was originally submitted on (B)(4) 2012. This report was resubmitted due to a system issue on the recipient's end.